Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital following a syncopal episode. Review of stored device memory noted a pacemaker mediated tachycardia (pmt) episode that correlated with the syncope. It was noted that the post ventricular atrial refractory period (pvarp) was reprogrammed to fixed from 300 to 400 milliseconds (ms). The patient was seen seven days later and reported continuing to experience dizziness. There were no stored episodes noted in the arrhythmia logbook. Technical services (ts) discussed the criteria for pmt episode storage. It was noted that the patient had atrial rates with a corresponding ventricular sensed rate of up to 150 beats per minute (bpm). Further review of device memory noted atrial pacing in the 250 bpm rate, however, no atrial tachy response (atr) mode switches were observed. A copy of device memory was received for analysis. Engineering analysis noted the issue was caused by the programmed av search of 300 to 400 ms. The high rate pacing behavior was able to be duplicated by having the av search feature programmed to 400 ms. A healthcare professional (hcp) indicated that the patient was still having pmt, however, no episodes were stored in the device. Ts again discussed the storage criteria and discussed the option of enabling a patient triggered event. Subsequently, a patient triggered event was stored and reviewed and showed a rhythmiq event plus a varying ventricular rhythm. The rhythm was felt to be an accelerated junctional rhythm that varies the timing and the device was appropriately mode switching. Ts discussed programming options to be considered based on the patient symptoms. The local field representative discussed options with the physician. The physician implemented a programming change to increase the lower rate limit to 70 bpm in order to maintain av synchrony. There was no revision to the device, and it remains in service. No additional adverse patient effects were reported.